Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redq2046 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that 2 devices fractured within 1-2cm of the hub. The fracture was proximal to the skin insertion site (internal to the patient). This report addresses the first device.